Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Customer stated that the drive support cap appeared normal. The customer reported that they did believe insulin pump was over-delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm insulin pump. Conclusion: reservoir no occluded, not leak and did not continue dripping insulin after test. (B)(4).